Event description:
It was reported that this implantable cardioverter defibrillator (ICD) recorded a code 1003 indicative of battery voltage too low for the projected remaining capacity. A request was made to have data from this device analyzed. Data analysis showed the battery appeared to be depleting more quickly than expected. Subsequently, this ICD was explanted and replaced. This product has not been returned for analysis. No additional adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Manufacturer narrative:
This ICD was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination identified no anomalies. The device was interrogated and confirmed to have recorded a code 1003. Analysis confirmed the battery appeared to deplete more quickly than expected but the current drain was observed to be normal. The device case was opened to facilitate inspection and testing of the internal components. The battery and high voltage capacitors were removed. The battery was replaced with an external power source. The battery was forwarded for detailed testing and physical damage to one of the battery anodes, suspected to have been incurred during the manufacturing process, was identified. This damage resulted in the reported clinical observations. If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) recorded a code 1003 indicative of battery voltage too low for the projected remaining capacity. A request was made to have data from this device analyzed. Data analysis showed the battery appeared to be depleting more quickly than expected. Subsequently, this ICD was explanted and replaced. This product has not been returned for analysis. No additional adverse patient effects were reported.